Event description:
This event involved a patient who experienced a high priority alarm two months post heartware lvad implantation. The report received indicates that the patient¿s controller associated with the device was alarming loudly, even though connected to one battery and wall ac power. The nurse promptly changed the patient over to the back up controller. The patient noted feeling a sudden overall weakness and was very anxious during the event. No other symptoms were reported. Preliminary review of the log files shows a "controller failed alarm" on the date of the reported event.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no obvious signs of physical damage on the controller case and display. Review of conformance material record confirmed that the controller met all requirements for release. The controller passed all functional testing. Controller alarm log analysis shows a controller failed alarm. The complaint is confirmed based upon the logs. The root cause is undetermined.